Manufacturer narrative:
(B)(4).the device was received for evaluation. Visual inspection noted fluid inside the bag that contained the unit, which indicated leakage had occurred. A functional leak test was then performed, and a leak was observed at the solvent-bonded junction of the tubing and stressmember. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked out of the side during filling. There was no patient involvement. No additional information is available.